Event description:
Port was plugged up and had a full charge; after 1 hour of charging the portable started making a beeping noise. Generator light starting flashing red after it just showed a full charge. Error states; low generator. Port was shut down and brought back up twice. Port still beeping and giving error message. While port is beeping port can not be moved and monitor is frozen.